Event description:
Rec'd info that an 840 ventilator's display is damaged and screen was locked. Device was not being used on a pt when event occurred. The covidien customer service engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) touchframe printed circuit board (pcb). Device passed extended self-testing.

Manufacturer narrative:
(B)(4).